Event description:
It was reported that the doctor sent the patient to have a pain stimulation trial. The patient stated that it was not a successful trial. The patient stated that the doctor only targeted one area described as the low back. The patient stated their feet were the worst things for the pain. The patient noted that ¿something¿ happened in one of the leads during the trial and the patient could not feel stimulation. The patient asked for the trial to be done again. The patient stated that the second trial they felt like they had some relief but the patient stated that they were ¿desperate.¿ the patient also noted that they ended up going through the pain stimulation trial which was not successful the first time. The patient stated the second time they did feel relief from the pain. It was noted that the patient went on to the permanent implant. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).